Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a proglide device after an interventional pulmonary vein isolation (pvi) procedure. Reportedly, the patient woke up from the anesthesia just prior to the deployment of the proglide device. The patient began to move violently. It was attempted to depress the plunger however resistance was met. The device was removed without issue or damage to the vessel. Hemostasis was then achieved with a figure of 8 stitch. There was no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported mechanical jam appears to be related to operational context. In this case the movement of the patient during deployment likely caused the difficulty in depressing the plunger. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.